Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 214 mg/dl and nausea, while wearing the pod on the abdomen longer than 48 hours. Multiple corrections bolus were administered using the pod but the bg level kept increasing. At the hospital, the patient was placed on an intravenous (IV) of insulin and fluids.